Event description:
Pt was on a continuous infusion of "floran" per infusion pump. Pump and supplies provided by one provider. A different provider dispensed drug. The cassette was not completely connected to the pump. Pt became severely symptomatic before husband discovered the problem. Pt was hospitalized in ICU. Pt was improving from crisis when she became comatose (9/7/96). Pt died 9/8/96.